Event description:
Three patients with discrepant results. Patient 1, initial myoglobin result 415.7 ng/ml, repeat 593.3 ng/ml; initial ck-mb result 40.38 ng/ml, repeat 52.89 ng/ml; initial troponin t result 0.149 ng/ml, repeat .270 ng/ml. Patient 2, initial myoglobin result 167.9 ng/ml, repeat 245.3 ng/ml; initial ck-mb result 2.86 ng/ml, repeat 3.72 ng/ml. Patient 3, initial myoglobin result 27.51 ng/ml, repeat 40.30 ng/ml; initial ck-mb result 3.51 ng/ml, repeat 4.51 ng/ml. Initial results were reported. No information provided to determine if results were used to guide therapy. The field service representative was unable to determine a cause for the discrepancies.